Event description:
Additional information received reported that the device interrogation that revealed the stall occurred on (B)(6) 2012. It was noted that the etiology of the event was related to the device or therapy, and not related to the implant procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported a motor stall occurred on (B)(6) 2012 at 14:51 and a recovery occurred (B)(6) 2012 at 16:32. The cause of the motor stall was unknown. It was later reported that the device system delivered baclofen at the time of the stall and recovery. Per an interfaced pump log provided, it showed the stall occurred on (B)(6) 2012 at 12:55 and recovered on (B)(6) 2012 at 14:51. It was further reported there was nothing in the patient¿s records about ¿either motor stall¿. It was noted (B)(6) 2012 was a refill date so ¿perhaps it stalled due to refill?¿ it was noted the patient had an MRI on (B)(6) 2014 and it was stated ¿could that have caused it?¿ no patient symptoms were reported as it was noted they had nothing in the patient¿s records about the motor stalls.

Manufacturer narrative:
Upon further review, it was determined that there was not a motor stall on (B)(6) 2012 at 12:55 with a recovery on (B)(6) 2012 at 14:51. The correct timeframe was that there was one reported motor stall on (B)(6) 2012 at 14:51 with a recovery on (B)(6) 2012 at 16:32. The logs indicated only one motor stall. The time in the pump logs had been read incorrectly thereby incorrectly indicating a reportable device malfunction. (B)(4).

Event description:
Additional information received reported that the motor stall was due to an MRI. The patient outcome was described as resolved without sequelae on (B)(6) 2014. There were no reported interventions taken. The event was reportedly not related to the device, therapy, or implant procedure. There were no reported signs or symptoms, and the severity was noted as mild.